Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of the e30 error code was not confirmed, this code is not listed in the instruction manual (it is likely that the b30 scope communication error was reported). During the evaluation it was found the issue was due to a no image un-restorable error code. In addition, other issue found included evidence of physical stress, deterioration or breakage of the adhesive due to chemical or physical stress, deformation or breakage due to physical stress due to handling problem, deformation or breakage due to physical stress due to drops and hits, the angle wires were stretched and had collapse, deformity or damage of the bending tube, adhesive connection was broken, control unit has a scratch, grip has a scratch, switch 1 had a scratch, light guide connector had a scratch, light guide cover glass had a scratch, video connector case had a scratch and video connector had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. E1: establishment name: (B)(6) hospital.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope had an error code e30 that occurred. The issue was found during a unspecified therapeutic procedure. The procedure was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely a stain on the electrical contacts of the video connector caused the error to occur. However, a definitive root cause could not be determined. It was confirmed that instructions, operation manual, chapter 3 ¿preparation and inspection¿. Section 3.8 ¿inspection of the endoscopic system¿ describes how to inspect for the subject event. Olympus will continue to monitor field performance for this device.